Manufacturer narrative:
Product ID, 3093-28 lot# v705285, implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported that her device was totally explanted and replaced. The patient noted the reason for explant was that it was not done right and the patient never felt stimulation, no matter the troubleshooting. Additional information has been requested, and when available a supplemental report will be submitted.

Event description:
Supplemental information received reported by the patient's health care professional (hcp) that the cause of the event was the patient stated nonfunctioning device and this was replaced. It was indicated that the original device was placed by another doctor. A surgical revision was noted involving the device and the lead, which took place three months ago. The patient did not require hospitalization.

Manufacturer narrative:
(B)(4).